Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). S/w 2.8c. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08735 inches. Unit uploaded properly using carelink. Unit had scratched case, pillowing keypad overlay and cracked retainer. Data analysis: (date of death: (B)(6) 2018. (B)(6) 2018 dailytotalofallinsulindelivered = 19.175, (B)(6) 2018 dailytotalofallinsulindelivered = 20.125, (B)(6) 2018 dailytotalofallinsulindelivered = 13.925, (B)(6) 2018 dailytotalofallinsulindelivered = 13.425, (B)(6) 2018 dailytotalofallinsulindelivered = 24.175 ,(B)(6) 2018 dailytotalofallinsulindelivered = 14.825 (B)(6) 2018 dailytotalofallinsulindelivered = 18.475.

Event description:
Complaints text (B)(6) 2019 15:35:32 mollaa1 creating s/o transaction to properly receive back product received by medtronic. Complaints text (B)(6) 2018 14:25:53 erp_rfc_user related svn (B)(4) complaints text (B)(6)2018 14:25:38 diala1 inquired what led up to the complaint. Customer response: recv email deceased reporting per (B)(4). First and last name of person reporting event: brenda boozer. Best phone number to reach person reporting event: (B)(6) . Relationship of person reporting event to the deceased: wife. Pump and supplies came from ccs medical. Brenda has already spoken to them about sending the pump back to them since they were renting it reporting party is aware of the deceased event details. Date of death: (B)(6) 2018. Cause of customer passing as indicated by reporting party: fluid around his heart. Location of customer¿s passing: hospital. Date customer was admitted to hospital, emergency room or hospice (if known): (B)(6) 2018. Bg at time of admission to hospital, hospice and/or emergency room, (if known): 158. Does reporting party indicate other health issues or illness that may have contributed or led up to passing? No. Does reporting party recall the initial onset or timeframe of health issue or illness? (B)(6) 2018. Was pump worn at the time of passing? Yes. Pump material number: mmt-1715km. Pump serial number: (B)(4). Infusion set material number: mmt 397. Infusion set lot/batch: unknown. Reservoir material number: mmt 332a. Reservoir lot/batch: unknown. Name of glucometer being worn or used (ascensia, lifescan, etc.): aviva. Was medtronic cgm included in diabetes therapy? Yes. Was cgm worn at time of event? Yes. Customer's outcome pertaining to the complaint: completed death report ship: nothing / return: nothing I located the obituary: (b(6) pid=(B)(4) (B)(6) from the medtronic supply management department was notified of the customer passing by, herself, (B)(6) e-mail from: (B)(6) sent: monday, (B)(6) 2018 8:26 am to: rs death report subject: patient deceased//(B)(6)//249784 **patient deceased** end e-mail I marked the account inactive/deceased as well as voided the medtronic device/pump warranty to reflect the end date as the date the customer was reported deceased (B)(6) 2018